Event description:
The cause of the alarm was not identified. Exchanging the system controller resolved the event. No products would be returned.

Manufacturer narrative:
Correction: section a3a manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 12 hours (20jan2025 from 00:08:48 ¿ 12:33:35 per time stamp). Throughout the entire log file while connected to batteries and the power module, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. There were a few no external power alarms due to disconnecting the power cables while attempting to troubleshoot the alarm. The alarm was not associated with a power source exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. A review of the submitted controller event log file spanned approximately 12 days at 1-hour intervals (09jan2025 ¿ 20jan2025 per time stamp). Throughout the entire log file while connected to batteries and the power module, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. The cable is appearing as if it¿s disconnected the whole time; however, the cable actually being disconnected for this many days is unlikely. There were no other notable alarms active in the log file. The pump appeared to function as intended at the set speed. The system controller was not returned for analysis. The provided information stated that the alarm was active despite being connected to a valid power source. Additional information provided stated that the cause of the alarm was not identified, the system controller exchange resolved the alarms, and no product would be returned. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had reoccurring power cable disconnect alarms despite being connected to a valid power source on the black power cable. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.